Event description:
It was reported that guidewire entrapment occurred. The patient underwent transarterial chemoembolization (tace). The target lesion was located in the liver. A 165cm transend guidewire was used to cross the lesion. However, the guidewire was stuck inside the catheter while advancing and could not be delivered into the patient. There was also difficulty removing the guidewire from the catheter. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected and was found bent in the distal end. No other issues were observed in the device. The device was inspected microscopically and was observed the distal end bent. The device was measured in three sections (distal - medium - proximal) and were within specification. The device was test by using the activation coating, the distal end was soaked in saline solution in order to check the distal tip and this section was observed without issues or anomalies identified.

Event description:
It was reported that guidewire entrapment occurred. The patient underwent transarterial chemoembolization (tace). The target lesion was located in the liver. A 165cm transend guidewire was used to cross the lesion. However, the guidewire was stuck inside the catheter while advancing and could not be delivered into the patient. There was also difficulty removing the guidewire from the catheter. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable.